Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was grey with a vertical yellow line going across it. The customer blood glucose level unknown . The customer stated that the insulin pump had low reservoir alert. The customer stated that the insulin pump was neither dropped nor bumped. Customer advised to the insulin pump will need to be replaced and to discontinue use of the insulin pump and recommended customer refer to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device was received with a blank white lcd display showing black horizontal lines due to missing segments on the lcd display. Unable to perform the self test and the displacement test or verify missing segments/partial display due to display anomaly.